Event description:
The customer reported that the device is displaying a service light and has fault codes in memory that relate to the biphasic circuitry.

Manufacturer narrative:
Physio-control evaluated the device and observed fault codes logged into device memory related to a failure of the high energy circuitry. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced pcb assembly and determined that the root cause of the failure was an electrical short through a diode, designator cr30.